Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a vizigo and the tubing was broken off near the stopcock of the vizigo sheath, right out of the package. It was exchanged to continue. No adverse patient consequence was reported. Additional information was received, and it was indicated that the side port was broken/cracked and was hanging by one piece. The issue was discovered prior to the start of the case. Device investigation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Visual inspection was performed following j&j medtech procedures. Visual analysis revealed that the access port with a three-way stopcock was separated from the irrigation tube. Stress marks were observed in the broken area of the device. A device history review was performed for the finished device number lot 60000311 and no internal action related to the complaint was found during the review. The side port broken issue reported by the customer was confirmed. The potential cause of the broken condition could be related to the manipulation of the catheter before the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: use best practices for irrigation to minimize the potential for thrombus formation. Inject or saline flush only from the side port. Flush and maintain continuous saline. Using standard aseptic technique, remove the sheath from the package. Visually verify that the sheath is not damaged. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a vizigo and the tubing was broken off near the stopcock of the vizigo sheath, right out of the package. It was exchanged to continue. No adverse patient consequence was reported. Additional information was received, and it was indicated that the side port was broken/cracked and was hanging by one piece. The issue was discovered prior to the start of the case.